Manufacturer narrative:
Specific patient information with regard to gender, age and weight was not provided. The patient had swallowed their crown. A new crown was made and cemented on (B)(6) 2014 using a different product, without further incident. To date, the patient is doing fine. The product was not returned; therefore, an 'adhesive strength' test of the retain sample of optibond xtr primer for lot number 5063121 was performed, yielding results within specifications. The DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this complaint. The product was not returned for optibond xtr adhesive and the lot number provided was invalid; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that a patient had experienced the loss of a restoration after placement with the optibond xtr products and nx3.